Manufacturer narrative:
(B)(6). Contact with the customer concerning the device was made. A response was received indicating that the device will not be returned for investigation. As such this complaint was handled as a no device return. Should the complaint device ever be received in the future, this investigation may be reopened.

Event description:
The cannulated drill bit broke during surgery.